Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after an appropriate shock, the right ventricular (rv) lead pacing impedance was low. A few days later, a patient alert was triggered for non-sustained episodes and short v-v intervals. A fracture was suspected. Reprogramming was performed to turn off device detections. The lead remains in the patient.

Manufacturer narrative:
As low impedance was errantly reported on initial report, if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient alert was triggered for non-sustained episodes and short v-v intervals. A fracture was suspected. Rep rogramming was performed to turn off device detections. The lead remains in the patient.